Event description:
The customer reported that the system displayed a "kv on in error" message. This error will result in an uncommanded system shutdown. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hvsr (high voltage supply regulator) and gib (generator interface board) pcb assemblies were evaluated and replaced. The system was tested and found to be working as intended and returned to service.